Manufacturer narrative:
(B)(4). Lot # g17103, expiry date 10/28/2017, mfg date 04/13/2017; lot # g17111, expiry date 11/14/2017, mfg date 04/21/2017. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male patient. The customer states the patient was admitted with a diagnosis of acute non st elevation mi. There was no additional patient information at the time of this report. (B)(6). Customer stated the I-stat results, with both lots, were .01 or .02. The lab analyzer results were 0.3 or 0.298. At this time apoc does not believe a malfunction exits. The customer states that four I-stat results were negative using two different I-stat analyzers. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/07/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.